Event description:
Info received indicated the head siderail would not latch properly.

Manufacturer narrative:
The hill-rom technician cleaned and oiled the siderail latching mechanism to resolve the issue.